Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed that when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.